Event description:
The lay user/patient contacted lifescan alleging that pc remains frozen on the meter display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have a broken white wire running from the pca board to the battery cell. The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
(B) (4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination board . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.